Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Wear of the device was noted. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, instruments that have experienced extensive use or excessive force are susceptible to fracture." And also states, "biomet recommends that all instruments be regularly inspected for wear and disfigurement prior to use." Device requested, not yet received.

Event description:
During the removal of a bone screw, the driver fractured and the procedure was stopped and completed on another date with another driver and the screw was then successfully removed.

Manufacturer narrative:
This follow-up report is being filed to correct information.